Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic technique which resulted in peritonitis. The breach was not further described. The patient received unspecified anti-inflammatory drugs intraperitoneally for the event. The patient recovered from the event and pd therapy was ongoing. The reporter declined to provide further information. No additional information is available.